Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with 2 cycles to the bilateral lower abdomen with a coolmax applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 4 months after treatment. On (B)(6) 2017, the patient returned to the office for a follow up visit and complained of the abdomen appearing larger. On (B)(6) 2017, the patient returned to the office for a follow up visit and was diagnosed by with pah. Pah described as the skin appears uniform in color and the tissue was extremely dense, but not tender.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with 2 cycles to the bilateral lower abdomen with a coolmax applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 4 months after treatment. On (B)(6) 2017 the patient returned to the office for a follow up visit and complained of the abdomen appearing larger. On (B)(6) 2017 the patient returned to the office for a follow up visit and was diagnosed by with pah. Pah described as the skin appears uniform in color and the tissue was extremely dense, but not tender.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
Corrected data: h.9. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with 2 cycles to the bilateral lower abdomen with a coolmax applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 4 months after treatment. On (B)(6) 2017, the patient returned to the office for a follow up visit and complained of the abdomen appearing larger. On (B)(6) 2017, the patient returned to the office for a follow up visit and was diagnosed by with pah. Pah described as the skin appears uniform in color and the tissue was extremely dense, but not tender.